Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had been hospitalized due to diabetic ketoacidosis. Caller reported that the customer was tired and gagging. Blood glucose level at the time of admission was 851 mg/dl. The customer's mother confirmed that the cannula was bent. Blood glucose level at the time of the call was 190 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.